Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the event was determined to be missing pins fixing the handle to the rear cover. In consequence (correction) rear cover of the device was replaced. There was no patient or user harm reported.

Event description:
When carrying this c1, the handle went off and dropped. I checked the repair history of this c1. It was replaced on august 20, 2018 due to damage to the screw mounting part on the back. The nk import inspection date for hm161331 with unfixed handles is july 16, 2018. Of course, hm161331 is new, but there was no pin fixing the steering wheel. Similar cases have occurred in the past. See cer (B)(4) and (B)(4).